Event description:
Attempted to defibrillate using hand-held paddles. Charged machine to 50 joules, discharged but did not get response from machine. Charged machine again at 360 joules, again, no response from machine. Charged a third time at 360 joules, machine fired this time. Pt was pronounced dead at 1018. Rn operating machine states cording was stretched taught the first two attempts and then moved closer on the third attempt.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-93. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, other. Conclusion: device evaluated and alleged failure could not be duplicated, other. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.